Event description:
Reference number (B)(4). Event occurred in hungary. It was reported that patient faced crimped cannula event on (B)(6) 2026 which led to high bg of unspecified values. The site of insertion is the buttocks. The infusion set has been in use for 24 hours. The patient was treated with manual insulin injection. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: hungary.